Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The patient had (B)(6) infection. It was also reported that there was an abscess in the incision site and was opened several times. There were no additional adverse patient effects reported. The pacemaker was explanted.